Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although specific value was not provided. Customer consumed carbohydrates to address low bg. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their settings to address the event.